Manufacturer narrative:
The pump was received with a critical pump error alarm and pump error 35 alarm is found in the formatted history file due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed pump error 35. The customer's blood glucose at the time of incident was unknown. Troubleshooting for pump error was performed. The customer was unable to clear the alarm. The customer was advised the pump needs to be replaced and to discontinue use of the pump. Customer was advised to revert to backup plan per hcp instructions. The insulin pump will be returned for analysis.